Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon confirmed that there was no malfunction or deficiency of the edwards valve. It appears that this event was related to patient and procedural related factors. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted due to a perivalvular leak after weaning the patient off cardiopulmonary bypass. Per the operative report: "...the annulus was measured and a #19 magna ease valve appeared to fit; however, I felt this was too small and it was elected to enlarge the aortic root. ...the annulus was then sized and a 21 magna ease pericardial valve appeared appropriate. ...the valve appeared to seat well. ...the patient was weaned from cardiopulmonary bypass without difficulty. ...the transesophageal echo demonstrated excellent function of the aortic valve with no perivalvular leak. ...the patient tolerated well and transferred to the recovery room in stable condition." Per the additional information request, the surgeon claims that there was no device malfunction/quality deficiency of the explanted valve.